Event description:
It was reported that a patient, underwent a procedure with a c3 nav variable lasso, and there was bad signal or no electrocardiogram in all channels; device malfunction occurred. There was no patient consequence. The procedure was completed successfully with a similar-like device. Settings during the event include: cut off values as default on stockert. This event was originally considered non-reportable; however, bwi became aware of additional information on august 4, 2014 and have reassessed the event as reportable.

Manufacturer narrative:
B) (B)(4) it was reported that a patient, underwent a procedure with a c3 nav variable lasso, and there was bad signal or no electrocardiogram in all channels; device malfunction occurred. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).